Event description:
Litigation papers allege that the patient suffered and sustained injuries of a permanent nature and endured pain and suffering as a result of implantation with the asr hip implant. Additionally, patient is unable to attend to her normal affairs and duties for an indefinite period of time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.